Manufacturer narrative:
Investigation summary: bd had not received samples or photos for evaluation. Therefore, 10 retention samples from bd inventory were evaluated by visual examination and the issue relating to deformed plunger stopper was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. While bd was unable to confirm this complaint for the indicated failure mode deformed plunger stopper, bd determined that the root cause of the indicated failure mode was attributed to worn manufacturing equipment as well as interfering parts within the manufacturing process. Several corrective actions are being put in place which include repositioning equipment and replacing worn parts. The process will continue to be reviewed after corrective actions have been completed.

Event description:
It was reported when using the bd preset¿ syringe with attached needle the cannula was clogged or blocked. The following information was provided by the initial reporter. The customer stated: "when the nurse opened the package of the blood collection device, she found the plunger stopper could not move because of the latex blockage in the artery blood collection needle."